Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported there was only air flowing through the tubing during the load fill tubing process. Additionally, it was reported that air bubbles were observed in the infusion set tubing. Reportedly, the pump supplies were changed to address the issue. Customer's blood glucose was 200 mg/dl.